Event description:
It was reported to ge that the counter-weight cables holding the image tube/photospot camera failed, causing the image intensifier ii to fall. The ii stopped at the mechanical limit. No injuries were reported.